Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor serial number (B)(4), and the following information was documented: "under processed tissue occurred last night ret b. 49 samples processed, 15 to 16 breast bx were under processed. No event codes shared, process completed successfully. No additional information provided". On (B)(6) 2021, the assigned leica field applications specialist - core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer; and the variance between the measured ethanol concentration and that calculated by the instrument software exceeded the acceptable limit of 5% in bottle 6 only. The measured ethanol concentration in bottle 6 was 91%, and the calculated ethanol concentration was 81%. The fas advised the complainant to replace all the reagents on the instrument. The fas also documented that "16 cassettes out of 49 affacted" were derived from the "factory 12hr xylene standard" protocol, which started in retort b at 05:13pm on (B)(6)2021 and completed at 06:00am on (B)(6) 2021. The tissue types and sizes of the affected tissue samples were detailed as: "gi biopsies and breast biopsies were run together, but only the breast biopsies were affected" and "2-4mm for the breast and 6-8mm for the gi" respectively. On (B)(6) 2021, the assigned leica field applications specialist - core histology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.

Manufacturer narrative:
Based on the information provided, the 16 cassettes from which patient tissue samples exhibited sub-optimal processing were derived from the "factory 12hr xylene standard" protocol comprising 49 cassettes, which started in retort b at 17:13pm on (B)(6) 2021 and completed at 05:59am on (B)(6) 2021. The "factory 12hr xylene standard" protocol, with a duration of 12 hours and 3 minutes, has been validated for use in this laboratory since (B)(6) 2020, and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to the use of this protocol. Investigation of this complaint found the instrument functioned as designed during execution of the "factory 12hr xylene standard" protocol started in retort b at 17:13pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the type/size of a portion of the patient tissue samples being processed. Specifically, information documented by the fas details that the sub-optimal processing of patient tissue samples was derived from the "factory 12hr xylene standard" protocol, in which the tissue types and sizes of the affected tissue samples processed were detailed as "only the breast biopsies were affected" and "2-4mm" respectively. Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens).- the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 12hr xylene standard" protocol with a duration of approximately 12 hours and 3 minutes is not appropriate for processing "breast biopsies" patient tissue samples of "2-4mm" in size. The variance between the measured and the calculated ethanol concentration bottle 6 (ethanol) did not either cause or contribute to the sub-optimal processing of patient tissue samples reported, because the reagent in bottle 6 with a measured concentration of 91% was used for the second dehydration step of the "factory 12hr xylene standard" protocol started in retort b at 17:13pm on (B)(6)2021 from which sub-optimal processing of patient tissue samples was reported by the complainant. Also, the measured concentration was greater than the calculated concentration in this instance. The root cause of the discrepancy between the measured and calculated concentration in bottle 6 (ethanol)) could not be unequivocally determined from the information available. However, contributing factors may include processing more cassettes than entered when the user software prompted for the number of cassettes to be entered; or a carryover setting higher than that required for the tissue type(s) and size(s) being processed.